Event description:
The article, "toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge", was reviewed. The article presented a case study of a 26-year-old male patient with a patent foramen ovale (pfo) associated with a large atrial septal aneurysm (asa). A 35mm amplatzer septal occluder cribiform was selected for implant on an unknown date to treat the pfo. The device was implanted. A minimal residual shunt was observed at the end of the procedure. A follow-up transthoracic echocardiogram (tte) revealed the device embolized to the left ventricular outflow tract, with minimal hemodynamic obstruction. The device was surgically removed and the pfo was closed via thoracotomy. [The primary and corresponding author was thibaut pommier, université bourgogne europe, chu dijon bourgogne, service de cardiologie, pec2 ur 7460, 21000 dijon, france, with corresponding e-mail: thibaut.pommier@chu-dijon.fr.]

Manufacturer narrative:
An event of device migrated into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported migration, and residual shunt could not be conclusively determined. The reported hospitalization and surgical interventions were result of case specific circumstances as the device was surgically removed and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "contraindications - treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."